Event description:
Patient is a (B)(6) year old man with a history of ventricular fibrillation atrial fibrillation, s/p av node ablation and non-ischemic cardiomyopathy, whose device has reached elective replacement indicators and was scheduled for battery replacement. He also has a sprint-fidelis lead that is on recall and has elected to undergo lead extraction and insertion of a new lead.